Event description:
Reporter alleged discrepant blood glucose results of 357 mg/dl back to back with a result of 150 mg/dl when testing was performed 5 minutes apart on the advantage system. Customer stated quality control testing results were performed and yielded acceptable values, however, the location of the control testing or the comparison was not provided. No actions were taken and no treatment was received reportedly as a result. A request was made for the return of the suspect and replacement product was sent. Advantage system: comfort curve test strip lot number 549405 with an expiration date of 12-31-07.

Manufacturer narrative:
The suspect product is the comfort curve test strips.